Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer they were hospitalized for diabetes ketoacidosis and high blood glucose on (B)(6) 2020 .blood glucose level was 874 mg/dl. Auto mode was on at the time of incident. Troubleshooting was performed. Customer was treated with intravenous drip. Customer experienced symptoms like diabetes ketoacidosis nausea, vomiting, abdominal pain, difficulty breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.